Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be filed upon completion of this activity.

Event description:
The user facility biomedical technician reported discoloration to the wires of the acid and bicarbonate pumps of a 2008t hemodialysis (hd) machine. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit and confirmed the wire discoloration. The res replaced the acid and bicarbonate pumps to resolve the issue. Follow-up information provided by the biomed revealed that the wire discoloration was due to excessive heat and that some of the wire were exposed. There was no patient involvement. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Originally, the biomedical technician provided follow-up which revealed that excessive heat damage to wires was visible and some wires were exposed. The res performed a visual examination of the system and identified brown discoloration on the acid and bicarb pump wires. However, both pumps were in ¿perfect working condition.¿ the res replaced the acid and bicarb pump cables as a precautionary measure. There was no confirmation by the res which indicated whether exposed wires were present on the acid or bicarb pump cables. Following the parts replacement, functional testing was performed by the res which confirmed that the unit was operating properly. The system has been returned to service at the user facility without issue. A visual examination of the machine by the res confirmed the presence of brown discoloration on the acid and bicarbonate pump cables. Although discoloration alone is not considered MDR-reportable, additional information related to the allegation of exposed wires is needed. Should further information become available, a supplemental MDR will be submitted.